Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box for the date of the event was unable to be found. The current black box showed evidence of an unexplained power on reset event. No damage was found to the battery compartment or the returned battery cap. No evidence of moisture/corrosion was found in the battery compartment. The returned battery cap measured within the required specifications. The returned battery cap was able to attach to the pump. The pump booted up to the verify screen with the auditory and vibratory features. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues were duplicated. The pump current draws were measured within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. A power issue was verified in the pump history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.